Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had a tiny dark circle in the display only when she turns on the backlight feature. Customer was not getting a closed circle in the status bar. Customer's blood glucose was unknown. Customer stated the dark circle was the size of a pin at the top of the screen. Customer stated the issues occurred straight out of the delivery box but no actual damage is on the box or the insulin pump. Customer was advised the device need to be replaced but she declined replacement. Customer didn't agree to return the device for further analysis.